Manufacturer narrative:
The software would not allow me to add a health effect. Impact code. Appropriate coding from the resources is no health consequences or impact (2199).

Event description:
Per email, it was reported that: the moveable core went through the outer sheath of the wire w 3 consecutive wires. Eventually the wires were thrown away and an alternative (non-j tip) wire was used. Device 2 of 3.